Manufacturer narrative:
We checked the returned unit and confirmed that the ocular cloudy (not clear view). Based on the result, we concluded that it was caused due to the moisture condensation in the ocular. In addition, we confirmed that the u/d knob broken, the objective gluing missing, the insertion flexible tube (ift) crushed, the objective lens unit scratched, the image guide fiber bundle (cfb) dirty, and the insertion flexible tube (ift) worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(cloudy).